Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgeries.

Manufacturer narrative:
The device history record could not be reviewed since the lot number was not provided. The instructions for use which accompanies each device states in precautions section: "pelvisoft biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).